Event description:
It was reported that the cine function would not operate. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge board and the cine drive. The system operates as intended.